Event description:
The tip of the g/k awl bent. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Eval results rec'd from howmedica kiel indicate the returned device was of the old design. Design changes were implemented (ecn 1968/94) to improve the durability and reliability of this device.